Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow via a peripherally inserted central catheter (PICC). The device contained fluorouracil 2300mg in 115ml of sodium chloride 0.9%. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.